Event description:
It was also reported that while unboxing and inspecting assembled backup system controller, it was noted that the user interface (ui) membrane was lifted up on the system controller near the end of the display button.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s user interface (ui) membrane being lifted was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that the ui membrane was slightly lifted near the display button. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The downloaded system controller log files did not indicate any issues with the returned controller. The reported event of a lifted ui membrane on the system controller was confirmed, a corrective action was initiated to investigate this issue. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The system controller and backup battery were shipped to the customer on 13jun2024. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.